Event description:
The pt experienced a right posterior dislocation. The surgeon decided to revise the construct but converting it to a tha. X-rays are available. The explants are not available.

Event description:
On 07/28/2015 the retrieved item have been analyzed by r and d product manager with the following outcomes: observing the explanted bipolar head, we can see the disassembling of the internal polyethylene liner from the external metal shell. The femoral head is blocked inside the internal liner, both axially and in rotation. The polyethylene ring is blocked inside the internal liner as well. Moreover, it is nearer to the border in respect of the correct position. It is not possible from the inspection of the implants determine the root cause of the event. On 07/30 the bipolar head was measured in our quality control department finding values within the specifications valid at the time of the production. Reference MFR # 3005180920-2015-00142.